Event description:
The customer reported that the jaws of the device locked and would not release. It is unk if the device was or was not on tissue at the time. The physician was not able to continue utilizing this device, and it was removed from the field. A new device was opened and used without problem. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.